Event description:
Reported by the patient via email that states: approximately two months ago, I was not getting the full or satisfied feeling when eating. My doctor tried to do a fill and found there was no fluid present. He re-injected my last known fill again. When I returned two weeks later, again, there was no fluid present. He feels this is most likely a port issue. Event clarified per the doctor's office as a port leak.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date and provided by the reporter and physician the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."